Event description:
Customer reportedly rec'd the following results on the advantage system within 10 minutes: 141 mg/dl, 241 mg/dl, and 101 mg/dl. No actions taken based on device results. No adverse event reported. Test strips had reportedly been stored in a refrigerator (product labeling advises against storing in the refrigerator). Requested return of suspect device and replacement was sent.